Event description:
It was recently reported by the hosp that during a knee replacement in 2007, the distal tip of the femoral canal brush broke off in the femoral canal during use. The surgeon made the decision to leave the tip in the pt. There was no mention made that the pt was seen at a later date for any complications due to the tip remaining in the body.

Manufacturer narrative:
The device was not available to be returned to the MFR. An investigation is anticipated using a review of batch records and product from the same lot.